Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced failing image intensifier and cleaned the camera, also performed alignment of camera and collimator. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6800 fluoroscopy system had poor image quality. Image on system not useable.